Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treament, the operator reported that a venous pressure high alarm occurred. It was observed that the saline bag was full of blood. Nxstage tech support was contacted and it was determined that due to operator error, the venous pt line was connected to the saline bag instead of to th ept vascular access. The treatment was discontinued without rinseback. The exact amount of blood lose is unk but estimated at 600-700cc. The pt went to the local hosp and was evaluated and released to the local hosp and was evaluated and released with no med intervention required. Epogen dose was later increased on 5/29/06.

Manufacturer narrative:
The reported blood loss has been attributed to user error. The operator failed to correctly follow device labeling instructions for connecting the pt to the disposable set. The cycler alarmed appropriately. A direct cozrelation between the nxstage system one and the reported blood loss cannot be established. The event was reviewed with facility staff who have provided additional instruction. Nxstage med considers this report closed. No additional info will be provided. This report and the info contained herein is sumitted tothe food & drug admin under 21 cfr part 803 and represents the info available to the co at the time of the report. The report does not constitute an acknowledgement that the events herein occurred, the info is accurate in any respect, the co was negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctional or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.